Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. The device has the distal tip and body kinked. The kinks in the body were located in different section. The devices overall length and outer diameter of the distal tip, middle section, and proximal section were within specification.

Event description:
It was reported that catheter entrapment on the guidewire occurred. A 1.75mm rotapro catheter and a rotawire were selected for a percutaneous coronary intervention (pci) procedure in a severely calcified lesion. During removal, a kink on the guidewire was noted and the guidewire was unable to be removed from the catheter. The catheter and wire were removed together as one system from the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that catheter entrapment on the guidewire occurred. A 1.75mm rotapro catheter and a rotawire were selected for a percutaneous coronary intervention (pci) procedure in a severely calcified lesion. During removal, a kink on the guidewire was noted and the guidewire was unable to be removed from the catheter. The catheter and wire were removed together as one system from the patient. The procedure was completed with another of the same device. There were no patient complications reported.